Event description:
It was reported that following the implantation and connection of this cardiac resynchronization therapy pacemaker (crt-p) to the three newly implanted leads, the physician observed high stimulation threshold measurements were observed. Unipolar configuration revealed complete loss of capture, but there were no changes to sensing nor impedance measurements. This device was disconnected, and all three leads were tested using an external pacemaker system analyzer, which revealed normal threshold measurements. The physician elected to exchange this device with a new device to resolve the event, and no adverse patient effects were reported. This crt-p is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no external anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection revealed a breach in the battery insulator which allowed contact (i.e., a short condition) between the battery case and the device case. The compromised integrity of the battery insulator was confirmed to be the cause of the reported clinical observations. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that following the implantation and connection of this cardiac resynchronization therapy pacemaker (crt-p) to the three newly implanted leads, the physician observed high stimulation threshold measurements were observed. Unipolar configuration revealed complete loss of capture, but there were no changes to sensing nor impedance measurements. This device was disconnected, and all three leads were tested using an external pacemaker system analyzer, which revealed normal threshold measurements. The physician elected to exchange this device with a new device to resolve the event, and no adverse patient effects were reported. This crt-p has been received for analysis.